Event description:
Upon entering patient's room, nurse found patient out of bed, laying next to bed on the floor. The bed exit alarm was in use, with the alarm delay set at 2 seconds. Upon entering the room, nurse found that the sound of the alarm was at a volume level that was lower than normal functioning. In addition, the sound of the alarm was a different sound than that associated with normal functioning. At a point outside of the patient's room where the alarm sound would normally have been heard, the alarm sound was not audible.====================== manufacturer response for patient bed, total care bed======================hill rom technician looked at alarm. Stated "tested bed alarm. Initial sound was not the usual sound of the alarm. It was a softer sound, almost a vibration. This lasted for 3 seconds or so, then the sound became louder." Ordered repair on bed alarm.